Event description:
The following event occurred during treatment of a right side aneurysm, size 7 mm in height, 7 mm in width, and 6 mm in neck. During the procedure the matrix soft-2d coil stretched and broke but was captured and removed with a snare.